Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing discomfort at ipg site due to the location along the belt line, and heating around the ipg site. The heating occurs sporadically whether the device is active or not, and whether she is charging the ipg or not. The patient underwent surgical intervention where the ipg was replaced and pocket site was moved.